Manufacturer narrative:
No patient was present at the time of the alleged malfunction. Lot number not available at time of this report. Device manufacture date dependent on lot number and not available. RMA issued. Replacement device shipped to site (B)(4) 2012. Medtronic representative at the site originally stated the driver was worn. Suspect device has not yet been returned to manufacturer for further evaluation.

Event description:
A medtronic representative reported a worn open spine clamp driver that will not tighten screws down any longer. Since this event was reported outside the operating room no patient was present at the time of the alleged malfunction.